Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient reported ros and a red light on the remote. The patient was seen in the clinic two months ago and open impedances were noted. Per the physician, the xray showed slight migration from the original placement and a revision is scheduled based on open impedances. On (B)(6) 2025 a lead revision was performed on the other side and a new battery was placed in the original pocket. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient reported ros and a red light on the remote. The patient was seen in the clinic two months ago and open impedances were noted. Per the physician, the xray showed slight migration from the original placement and a revision is scheduled based on open impedances. On (B)(6) 2025 a lead revision was performed on the other side and a new battery was placed in the original pocket. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 a product analysis could be performed as the complaint component was not returned for analysis. However, the reported allegations were confirmed as x-rays were provided that showed a tined lead fracture. A risk review was completed and confirmed that the event of high impedance and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. An investigation conclusion code of cause traced to component failure was assigned to this investigation. This conclusion was selected because the reason for the red light on the remote and open impedances was most likely determined to be a fractured tined lead from the analysis of the available x-rays. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that the fractured lead was the most probable cause of the complaint/event.

Event description:
It was reported that the patient reported ros and a red light on the remote. The patient was seen in the clinic two months ago and open impedances were noted. Per the physician, the xray showed slight migration from the original placement and a revision is scheduled based on open impedances. On (B)(6) 2025 a lead revision was performed on the other side and a new battery was placed in the original pocket. There were no patient complications reported. This event is for the ipg.